Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stemmed tibial plate, catalog #: 00598002702, lot #: 61320733, nexgen articular surface, catalog #: 00596002210, lot #: 61429499. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00223, 0001822565-2018-01718.

Event description:
It was reported that the patient was revised to address loosening of components and pain. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as visual examination showed the device shows signs of wear and also bone cement remains on the bottom parts. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Per review of the x-rays it was shown that rounded radiolucency could represent osteolysis. Also two separate curvilinear ossific densities were shown along the lateral tibial which indicates fracture. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.